Event description:
It was reported a balloon developed a leak during testing for a peripheral angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was bowed. While foreign matter was noted in the balloon. Kinks were noted on the shaft. A pin-hole leak was revealed 2.5 cm proximal of the distal radiopaque marker. Microscopic examination indicated scratches were present on the balloon surface. Although it was indicated this device developed a leak during testing, this device exhibited characteristics consistent with overpressurization, a bowed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. Co believes the above factors contributed to this event and does not attribute it to the device.